Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose level possibly due to reservoir and infusion set. Blood glucose level at the time of the incident was 446 mg/dl. Customer stated whenever they change their reservoir and infusion the blood glucose goes high. Customer declined troubleshooting. The reservoir will not be returned for analysis.